Event description:
It was reported that during a sleeve gastrectomy procedure, on the second firing using a green cartridge the device locked out. The blade did not advance and the firing handle was free moving. While using the device, with a gold cartridge, the force to fire was higher than usual. Another device was used to complete the procedure. No adverse consequences to the patient were reported.

Manufacturer narrative:
(B) (4). (B) (4). The long60 device was received for analysis with no visual non-conformances and with a reload present on the device. The reload was received fully fired. The returned reload was tested for functionality by loading a test reload on the device. The jaws of the instruments were closed by squeezing the closing trigger toward the handle and an audible click indicated that it locked in place. It was observed at this point that the closing trigger locked completely against the handle (no gap). The functional test demonstrated that the remaining staples in the reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The anvil release button was pressed to separate the instrument jaws and allow both triggers to return to their original position. This only occurred when applying reverse force to the firing trigger and pressing the anvil release button simultaneously. The device was disassembled to visually verify the condition of the internal components and a tighter fit between the closure link and the yoke was observed. Additionally the release button post was noted to be damaged. One possible cause for this type of damage may be partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.